Manufacturer narrative:
Product analysis #(B)(6): brief description of complaint: plasmablade tna - clogged - gunking - detached wire - the surgeon noted that there was an excessive amount of charring and gunking. While cleaning the device the wire broke and completely detached from the device, but nothing fell into the patient. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade tna product number: ps300-002 lot number: 0211265197 expiration date: 20-may-2019 quantity returned: 1 testing performed: device packaging inspection: one returned plasmablade tna adenoid tip attachment was received inside a cardboard box within a plastic cup and a biohazard bag with plastic air cushions to fill the negative space. There is a product return discrepancy as the display box end was returned; the product lot number does not match the populated pli information listed within gch as the information is listed as: device name: plasmablade adenoid product number: ps300-003 lot number: 0211779663 - new design expiration date: 16-aug-2019 it is neither possible to confirm the device information against the information listed within gch nor confirm the device that was sent back as the reported complaint device. There was no paperwork provided. Device visual inspection: the device handle was not returned only the adenoid tip was received. The tna adenoid tip electrode wire, plastic housing, and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact, image # 1 thru image # 6. There are excessive amounts of eschar buildup on the electrode wire, with the excessive melting of the plastic housing; however, the electrode wire is not broken and remains attached to the plastic housing. All electrosurgical devices exhibit wear during use and wear is acceptable as long as it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. ¿the adenoid tip was cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode plastic housing is acceptable, image # 3 thru image # 6. Acceptable damage: adenoid tip: the wire remains intact the melt-back is not wispy or stringy in appearance. Unacceptable damage: adenoid tip there is, greater than, > 33% of the ¿wire square¿ that is exposed which failed to meet the acceptable damage requirements for the wire square exposure. ¿the wire has minimal support from housing or deformation in the ventral to dorsal direction during application. Insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and plastic housing which can diminish device performance, compromise the plastic housing and the electrode wire and can contribute to the clogging of the suction opening. See the reference picture of an adenoid tip - new design for comparison, image # 7 and image # 8. Functional inspection: the functional inspection portion of this complaint inspection was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0211265197 revealed there were no problems during manufacturing that can be associated with the reported complaint description. A review of the lhr for lot # 0211779663 - new design - revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained within gch was visually confirmed within the laboratory environment. However, the complaint is not confirmed for the wire completely detached from the device as the wire remains attached to the plastic housing. The adenoid tip exhibits unacceptable wear as there is, greater than, > 33 of the ¿wire square¿ that is exposed and the wire has minimal support from the housing which failed to meet the acceptable damage requirements for the wire square exposure. This complaint will be tracked and trended within gch. Additionally, it was found that the adenoid tip housing is melted and fails to meet the acceptable damage requirements. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1370 rev. I - product specification and quality plan - tna product family 70-10-1447 rev. C - peak plasmablade tna - IFU 70-10-1429 rev. C - pulsar ii generator operator¿s manual 61-10-0017 rev. H - device button tactile test procedure 61-90-0700 rev. D - test method procedure for adenoid tip test equipment: the functional portion of this complaint investigation was not performed therefore no test equipment was utilized during the complaint investigation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the wire broke and detached on the plasmablade device tip. Nothing fell into the patient and there was no patient harm. Additionally during analysis, it was found that the adenoid tip housing was melted.

Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ent case, the wire broke and detached on the plasmablade device tip. Nothing fell into the patient and there was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.